Event description:
Per the clinic, the patient sustained a head injury at the implant site, resulting in partial implant damage and difficulty attaching the external sound processor. Subsequently, the device was explanted under general anaesthesia on (B)(6) 2026 and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery.

Manufacturer narrative:
Correction: the explant date (B)(6) 2026) has been updated in d6b, as it was previously missed in the initial report.